Manufacturer narrative:
Evaluation of left ventricular assist system (lvas) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit was returned attached to its respective pump port. The sealed outflow graft conduit was returned disassembled with the bend relief detached. The outflow graft was returned severed at the attachment with a distal portion returned measuring approximately 2 inches. The distal end of the graft conduit was returned tied off with a suture. The outlet elbow was attached to its respective pump port. The pump appeared to have been exposed to a fixative prior to receipt. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed loosely seated, pink depositions in the outlet stator. The lack of laminated layering indicates that they did not initially form in at this location, however, their origin could not be conclusively determined. Contact marks were identified on the tapered outlet section of the rotor, indicating that the depositions were present during device operation. Although a specific cause for the depositions and a duration of which they were present in the pump cannot be conclusively determined, they could have contributed to the report of elevated lactate dehydrogenase (ldh). Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference medwatch MFR# 2916596-2016-00152 for the report of the patient''s history of gi bleeding. (B)(4). Approximate age of device- 3 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient¿s lactate dehydrogenase (ldh) was 950 u/l on admission. There was concern for pump thrombosis. A ramp echocardiogram test was negative, but possibly false negative due to aortic insufficiency. The patient¿s plasma free hemoglobin was 31 mg/dl. The patient has a history of gastrointestinal (gi) bleeding, and the patient was off of aspirin and coumadin. Their inr was subtherapeutic. A heparin infusion was resumed after an endoscopy was performed on an unspecified date. On (B)(6) 2017, the patient¿s pump was explanted and was replaced with another manufacturer¿s device. No additional information was provided.